Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture due to lead dislodgement which was confirmed via chest x ray. The patient lost atrioventricular synchrony. This rv was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.